Manufacturer narrative:
(B)(4). Method: the complaint iw933 cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) fpr evaluation. Our investigation is thus based on the photograph and information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the photograph revealed that the head of the iw990 cosycot infant warmer was cracked. Crazing of the head housing was also apparent. Conclusion: it is likely that the reported cracking on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. It should be noted the subject device is over 16 years old. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning products.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that the head housing of an iw990 cosycot infant warmer was cracked. There was no reported patient involvement.